Event description:
The surgeon inserted a 3-piece silicone lens model aq2010v. The lens haptic broke upon insertion and the cause of the lens damage was unknown. The lens was inserted and removed without patient injury.